Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the problem description is unclear, additional information was requested, but not received.the product is not available for investigation. Trend is tracked and monitored.